Manufacturer narrative:
The investigation of this complaint has been completed. No part has been replaced. The device logs were received for evaluation. The evaluation of the logs shows that a successful system checkout was performed in the morning on the date of event and a successful leakage check was then performed before the treatment was started. The treatment was on infant patient category. The parameters for tidal volume and respiratory rate were changed a few times and alarms for airway pressure high were generated sporadically. After about 50 minutes in volume-controlled ventilation, alarms for etco2 high started to be generated and these alarms continued to be generated even though the ventilation mode was changed to pressure controlled ventilation and the respiratory rate was increased. The trend log shows that the measured tidal volume decreased when the respiratory rate was increased in the pressure-controlled ventilation. A successful leakage check was performed after the treatment and a few hours later, a successful system checkout was performed. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. Our conclusion is that there was no technical malfunction in the system at the time of the event.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the tidal volume shown on screen was different from what the patient received. Alarms for high airway pressure in logs. There was no patient injury. Manufacturer's reference #: (B)(4).